Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the device evaluation it was observed that the insulation resistance value at the distal end did not meet the standard value due to a scratch on the bending section cover. Upon further inspection, it was observed that the light guide lens was dirty and foreign material was found in the adhesive of the bending section cover. These findings were due to insufficient cleaning or handling of the scope. It was also observed that water tightness was lost due to wear of the scope cover packing and due to damage on the channel tube. It was observed that the grip and the scope cover were shaved. It was also observed that the suction, air, and water cylinders had discoloration. It was observed that the bending angle in the up direction did not meet the standard value due to wear of the angle wire. It was also observed that the plastic distal end cover and the light guide lens had a crack. It was observed that the connecting tube had a wrinkle. Lastly, scratches were observed on the following unit components due to physical stress caused by a handling problem: switch box, scope connector case unit and on the objective lens. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the evis exera iii gastrointestinal videoscope had repulsion at the distal end. There was no patient/user harm or injury reported due to the event. Upon device return and evaluation, it was observed that the light guide lens and the adhesive of the bending section cover were dirty which is a reportable event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.